Manufacturer narrative:
H10: through follow-up communication, livanova learned that correct serial number of the involved device is (B)(6). Therefore, sections d.4 and h.4 of this report have been updated accordingly. Serial number reported in the previous report submitted (MFR#: 9611109-2022-00675) was not correct. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the s3 gas blender system. The incident occurred in germany. The device was returned to manufacturer for investigation. The egb has been tested and the error e1 (switch off 30v failed - detected bythe nmc) was displayed at air during calibration. Since s3 spare parts are no longer produced, the egb cannot be repaired. The egb is returned to the customer with the note "not for clinical use". If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during service, the gas blender gave an alarm when changing the parameters fio2 or air. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 1998. The reported error message is likely to be related to a fault of at least one of the following parts: mass flow controllers for air, o2 and co2. Based on the collected information, it is reasonable to trace the problem back to a failure of electro-mechanical components, likely due to wear and aging of the device.

Event description:
See initial report.